Event description:
It was reported via repair work order that the lift was stuck at high height as the hi/lo motor was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.